Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and osteolysis. Update received (B)(6) 2016 - litigation papers received. There is no new information that would change the existing MDR decision. Complaint was updated (B)(6) 2016. Update (B)(6) 2017: legal medical records received. In addition to what was previously reported, pfs alleges the patient was inhibited from doing activities of daily living, had headaches and inflammation. After review of medical records for MDR reportability it was reported that the patient was revised to address elevated metal ions however there were no laboratory values provided for this. On the operative notes it was reported that there was a metal staining present outside of the joint capsule. Also, culture of fluid suggesting inflammation was present ultimately, the gram stain proved negative. Added unknown s-rom femoral stem for the elevated metal ions. An unknown polyethylene liner was revised on (B)(6) 2005¿if additional information is provided this event will be readdressed at that time. Alleged surgery took place on 8/25/2005 but no information is available. If relevant information is provided, then this event will be addressed at that time. Updated the product/lot number for liner and head. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
Product complaint: investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.